Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient/s relative contacted lifescan (lfs) alleging the patient¿s one touch ping meter was having an issue with the battery contact. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue started on (B)(6) /2014 at 10:00 a. M. It is not known what medication, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The reporter claimed, at an unspecified time before the alleged issue started, the patient began to feel ¿dizzy¿. The reporter stated that the patient did not receive any treatment. At the time of troubleshooting, the customer care advocate (cca) documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported having symptoms prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.